Event description:
A facility representative reported stating malfunctioned during surgery - 'I unfortunately do not have a description. I was told it malfunctioned upon entering the eye and to avoid any issue, they decided not to use it because they were in the middle of surgery and didn't have time to inspect for damage'.

Manufacturer narrative:
The customers initial complaint reporting did not include sufficient device identification such as UDI, lot number, serial number, or supporting information required to ensure an adequate investigation and assessment of potential device malfunction, as the device wasn't inspected for damage. Following receipt of the complaint, follow-up activities were conducted to obtain sufficient device identification, procedural details, patient outcome and device availability. During communication, it was confirmed that the initial reporter did not have access to any additional information. Furthermore, the treating surgeon unavailable to provide further information. No additional information has been made available. No device investigation could be performed and no definitive root cause determination could be established due to insufficient device information. A trend analysis was performed for comparable complaints. The overall occurrence rate since 2013 considered as unlikely. Additionally, the year-over-year comparison demonstrates a decreasing trend in the occurrence rate. The risk analysis and the review of the IFU were considered as acceptable. The complaint has been documented and processed in accordance with the internal complaint handling procedure and in accordance with 21 cfr part 803. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.